Event description:
While attempting to defibrillate a pt, the device failed to dicharge at 120 joules using paddles. The clinician obtained another device to continue treating the pt. There was no adverse effect to the pt due to the reported malfunction.